Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the electrogram data was unable to be downloaded from the pacemaker. The patient presented in clinic where the pacemaker was able to download the data successfully after some trouble shooting. There were no patient consequences.